Manufacturer narrative:
The causse for the discordant hemoglobin alc (hba1c) is unknown. Additional information has been requested by the siemens representative but the customer has not provided any additional information.

Event description:
Customer reported discordant hemoglobin alc (hba1c) results on the instrument. There was no report of injury due to this event.